Event description:
It was reported that the minicap transfer set was damaged. The transfer set was reported to have been used less than one month. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 5.

Manufacturer narrative:
(B)(4). The device has been received and evaluation is currently underway. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual and microscopic inspection revealed a crack in the light blue main body of the device. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported problem was verified. The cause of the problem is unknown. Should additional relevant information become available, a supplemental report will be submitted.